Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic procedure, the device system blocked, and it was not possible to cut or open the stapler, and the jaws of the device locked on tissue. It was also reported that the device was difficult to unload. To resolve the issue the procedure was converted from laparoscopic to open procedure and the surgeon performed a mini laparotomy to take the instrument out. The incision was extended for more than 1 inch or 2.54cm due to the device problem, resulting in more tissue loss and tissue damage.

Manufacturer narrative:
Additional information: d4(expiration date, lot#), g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of three handles. Initial visual inspection of the first instrument noted the handle was attached to a reload that had the jaws removed. The firing knobs were at the 60cm mark. The reload was then unloaded from the first instrument. Initial visual inspection of the second instrument noted no abnormalities. Functionally, the first and second instrument were loaded with a reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reloads jaws. An access hole was cut into the instrument bodies for visualization of the firing rack. This examination noted sheared teeth on the firing rack at site of initial firing post clamp up in addition to sheared teeth on the middle of the firing rack. A visual inspection of the third returned product noted that the handle's articulation lever was broken/cracked. The third handle was loaded and unloaded successfully with a representative reload. The jaws opened and closed as intended. Due to the instrument condition, functional testing of the articulation mechanism was skipped. The representative reload was fired with no abnormalities noticed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Additionally, the investigation detected an unreported condition of broken/cracked articulation lever that has no relationship to the reported condition. Replication of the broken/cracked articulation lever may occur when a thick tissue is selected. When trying to articulate the lever, excess of torque is applied to the instrument articulation mechanism causing the damage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic procedure, the device system blocked, and it was not possible to cut or open the stapler, and the jaws of the device locked on tissue. It was also reported that the device was difficult to unload. Another reload was used however it was not able to be fire. To resolve the issue the procedure was converted from laparoscopic to open procedure and the surgeon performed mini laparotomy to take the instrument out. The incision was extended for more than 1 inch or 2.54cm due to the device problem, resulting to more tissue loss and tissue damage. The operation was extended for more than 30 minutes and the hospitalization was also extended for about 7 days due to the device problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.